Event description:
Customer reported that the paramedics were called to assist her due low blood glucose. The blood glucose reading was 16 mg/dl at the time the paramedics arrived. Customer stated that her husband gave her a glucagon injection and so did the paramedics. Customer stated that she had over 6.0 units of active insulin in her insulin pump and she delivered another bolus of 5.8 units. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.